Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found on december 18, 2015 that this follow up report is required to correct 85 since the total number of the patients involved in the event was not 32 but 24. Omsc became aware of a medical journal article; endoscopy 2010 reporting twenty four patients infections after having undergone endoscope retrograde cholangio pancreatography(ercp) .omsc investigated if the event was associated with omsc product, and confirmed that atjf-145 was included in the event on (B)(6) 2015. The journal article reported that, of the 253 patients who had ercp between december 2008 and august 2009, 20 patients had post-ercp bacteremia. The following microorganisms were isolated from their blood cultures; klebsiella pneumoniae that produced extended spectrum beta-lactamase (esbl), escherichia coli producing esbl, multiresistant e.coli, nonmultiresistant enterobacteriaceae, multiresistant pseudomonas aeruginosa, nonmultiresistant p. Aeruginosa, coagulase-negative staphylococci, enterococci, anaerobes, and yeasts. The 16 patients out of the 20 patients were identified after an endoscopic retrograde cholangiopancreatography (ercp) with klebsiella pneumoniae esbl type ctx­ m-15. Of 16 patients, there were 8 bloodstream infections, 4 biliary tract infections, and 4 cases of fecal carriage. The first patient of the 16 patients underwent an ercp on (B)(6) 2008. After (B)(6) 2009, between september 2 and december 15, four bacteremia detected from four (4/140) patients who had undergone ercp during this period were caused by non-multiresistant enterobacteriaceae. Four tjf-145 duodenoscopes were used throughout the period between december 2008 and august 2009. One duodenoscope on loan (tjf160) was occasionally used. After august 2009, the four tjf-145 were serviced and used continuously. Please cross reference MFR. Report number: 8010047-2015-00441' 8010047-2015-00442, 8010047-2015-00443, 8010047-2015-00444, 8010047-2015-00445, 8010047-2015-00446, 8010047-2015-00447, 8010047-2015-00448, 8010047-2015-00449, 8010047-2015-00450, 8010047-2015-00451' 8010047-2015-00452, 8010047-2015-00453, 8010047-2015-00454, 8010047-2015-00455, 8010047-2015-00456, 8010047-2015-00457, 8010047-2015-00458, 8010047-2015-00459, 8010047-2015-00460, 8010047-2015-00461, 8010047-2015-00462, 8010047-2015-00463. Following MDR are withdrawn according to this changing of the patient number from 32 to 24: 8010047-2015-00464, 8010047-2015-00465, 8010047-2015-00466, 8010047-2015-00467, 8010047-2015-00468, 8010047-2015-00469, 8010047-2015-00470, 8010047-2015-00471.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on further review of the reported event. Repair record was reviewed, and it was confirmed that three tjf-145 with serial number (B)(4) were in the user facility. According to the medical journal article, the epidemic strain was isolated from one duodenoscope by flushing and brushing the channels. Further review revealed that the scope was tjf-145 with serial number (B)(4). The device history records of three scopes were reviewed, and there was no irregularity related to the reported event.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found on (B)(6) 2015 that this follow up report is required the total number of the patients involved in the event was not 32 but 24. Omsc became aware of a medical journal article; endoscopy 2010 reporting twenty four patients infections after having undergone endoscope retrograde cholangio pancreatography(ercp) .omsc investigated if the event was associated with omsc product, and confirmed that a tjf-145 was included in the event on (B)(6) 2015. The journal article reported that, of the 253 patients who had ercp between (B)(6) 2008 and (B)(6) 2009, 20 patients had post-ercp bacteremia. The following microorganisms were isolated from their blood cultures; klebsiella pneumoniae that produced extended spectrum beta-lactamase (esbl),esherichia coli producing esbl, multiresistant e.coli, nonmultiresistant enterobacteriaceae, multiresistant pseudomonas aeruginosa, nonmultiresistant p. Aeruginosa, coagulase-negative staphylococci, enterococci, anaerobes, and yeasts. Sixteen (16) patients out of the 20 patients were identified after an endoscopic retrograde cholangiopancreatography (ercp) with (B)(6). Of 16 patients, there were 8 bloodstream infections, 4 biliary tract infections, and 4 cases of fecal carriage. The first patient of the 16 patients underwent an ercp on (B)(6) 2008, after (B)(6) 2009, between (B)(6), four bacteremia detected from four (4/140) patients who had undergone ercp during this period were caused by non-multiresistant enterobacteriaceae. Four tjf-145 duodenoscopes were used throughout the period between (B)(6) 2008 and (B)(6) 2009. One duodenoscope on loan (tjf160) was occasionally used. After (B)(6) 2009, the four tjf-145 were serviced and used continuously. Please cross reference MFR. Report number: 8010047-2015-00441, 8010047-2015-00442, 8010047-2015-00443, 8010047-2015-00444, 8010047-2015-00445, 8010047-2015-00446, 8010047-2015-00447, 8010047-2015-00448, 8010047-2015-00449, 8010047-2015-00450, 8010047-2015-00451, 8010047-2015-00452, 8010047-2015-00453, 8010047-2015-00454, 8010047-2015-00455, 8010047-2015-00456, 8010047-2015-00457, 8010047-2015-00458, 8010047-2015-00459, 8010047-2015-00460, 8010047-2015-00461, 8010047-2015-00462, 8010047-2015-00463. Following MDR are withdrawn according to this changing of the patient number from 32 to 24. 8010047-2015-00464, 8010047-2015-00465, 8010047-2015-00466, 8010047-2015-00467, 8010047-2015-00468, 8010047-2015-00469, 8010047-2015-00470, 8010047-2015-00471.

Manufacturer narrative:
According to the journal, the user facility performed a culture test. Klebsiella pneumoniae producing esbl type ctx-m-15 was isolated from the biopsy, suction, and air/water channels of one duodenoscope. The strains isolated in the 16 pts and of the strain isolated from one duodenoscope showed that the strains were identical. The user facility observed the reprocessing procedure. The biopsy and suction channels were brushed before being filled with the cleaning agent. At the end of the session afer the final disinfection, the duodenoscopes were not fully dried before storage. The referenced device was not returned to olympus for eval. The cause of the infection could not be conclusively determined, however, insufficient reprocessing could not be ruled out as a contributing factor.

Event description:
Olympus found the medical journal article on april 27, 2015. Between december 2008 and august 2009, 16 pts were identified after an endoscopic retrograde cholangiopancreatography (ercp) with klebsiella pneumoniae that produced extended spectrum beta-lactamase (esbl) type ctx-m-15.of 16 pts, there were 8 bloodstream infections, 4 biliary tract infections, and 4 cases of fecal carriage. Four tjf-145 duodenoscopes were used throughout the period between december 2008 and august 2009. The first pt underwent an ercp on (B)(6) 2008 and was tested positive for ctx-m-15 esbl- producing k. Pneumoniae isolated from the pt's blood.